Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an unknown medication infused quicker than expected, however the pump continued to "run as programmed over the 4 hours...". The patient who was currently admitted for shock was receiving a dialysis port placement when they complained of chest pain accompanied by progressive worsened oxygen requirements, work of breathing, and altered mental status in setting of acidosis. There was patient involvement but no harm. The customer later confirmed on (B)(6) 2026 that the over infusion did not cause the patient to be intubated.

Event description:
It was reported that an unknown medication infused quicker than expected, however the pump continued to "run as programmed over the 4 hours...". The patient who was currently admitted for shock was receiving a dialysis port placement when they complained of chest pain accompanied by progressive worsened oxygen requirements, work of breathing, and altered mental status in setting of acidosis. There was patient involvement but no harm. The customer later confirmed on 17 march 2026 that the over infusion did not cause the patient to be intubated.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed through log analysis and could not be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The event and error logs were retrieved from the suspect device, using the alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. No errors or discrepancies related to the reported event were identified in the error logs on the suspect device. On (B)(6) 2026 at 8:35 pm a remote IV was received and a secondary infusion of unknown drug was started with a rate of 12.5 ml/h, a volume to be infused (vtbi) of 50 ml, a drug amount of 2 mg, and a diluent volume of 50 ml. On (B)(6) 2026 at 12:19 am the infusion was paused and then restarted. At 12:35 am the device transitioned to the primary infusion and the infusion started. At 12:59 am the infusion was completed. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. The secondary infusion set must be primed prior to beginning the secondary infusion. The secondary solution container must be higher than the primary solution container. When programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures the entire secondary volume infuses at the correct rate. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion could not be definitively confirmed through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification, and the sear was verified to properly close the safety clamp when the administration set was removed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.